Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report:03oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator blower would not come on and generated an error code for blower source issue valve position error. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26oct2018. Date of manufacturer: 25oct2018. The customer stated that replacing the power supply addressed the issue. The ventilator was returned to use.